Event description:
It was reported that during a table top demonstration at a customer site, the trigger of the system 7 dual trigger rotary became jammed, causing the device to keep spinning. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
During the functional evaluation, the reported event of device jammed and kept spinning or running, was confirmed. It was determined that the trigger assembly was the primary failure. A trigger assembly failure may cause issues with device functionality including run-on. When the handpiece was disassembled for inspection, all trigger parts were clean with no signs of corrosion, rubbing or foreign substances. Because of this, the exact root cause could not be determined.

Event description:
It was reported that during a table top demonstration at a customer site, the trigger of the system 7 dual trigger rotary became jammed, causing the device to keep spinning. There was no patient involvement and no adverse consequences associated with the device.